Manufacturer narrative:
The returned blade was evaluated for the cause of shedding. It was observed that there was significant debridement of material at the inner tip, below the edge form. Functional gaging of the outer weldment confirmed that the outer tip and tube were aligned properly. Grind diameters of the inner tip were within specification. Tir of both the inner and outer assemblies were within tolerance with no evidence of a bend in either blade. It was observed the there was an area of debridement on the inner blade, approximately .500" from the magnet. This area of debridement, coupled with the galling at the tip indicate that an excessive lateral load was applied to the device during rotation, causing the inner and outer blade to grind together resulting in blade shedding. A review of the device history record was performed which confirmed no inconsistencies. After evaluation, a root cause for the reported event was found to be user error. No further investigation is necessary at this time (B)(4).

Event description:
During an unknown surgical procedure, it was reported that device left filings in the articular during surgery. It was also noted that the front of the inner blades was worn-out, close to lumen. The surgeon managed to remove the filings by using another shaver blade. The issue created a minimal surgical delay and the procedure was completed without issue. No patient injury was reported.